Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro, the dissection tip was foggy. The silicone boot came apart and the wire was bent as the device was removed from the tunnel. The pieces were retrieved through the original incision. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).